Manufacturer narrative:
The ventilator has been investigated on-site by our field svc engineer, and it was found that the loud speaker on the back of the user interface was covered with adhesive tape. The tape was removed, and this solved the problem with the low alarm sound level. There was no other ventilator malfunction found. Pre-use checks with successful results were performed after removal of the tape. The low sound level technical alarm by design, does not affect ongoing ventilation. The incident occurred in (B)(4) 2014, the exact date is not known. Further info regarding the event has been sought. A supplemental medwatch report will be submitted when the investigation is completed.

Event description:
It was reported that the pt died while connected to the ventilator, and at the time a technical alarm indicating a low sound level was being displayed on the screen. (B)(4).

Manufacturer narrative:
Further info and circumstances surrounding the patient's death was requested but has not been received. The ventilator was investigated on-site by our field service engineer (fse). The fse found an adhesive plaster covering the loudspeaker on the back of the ventilator's user interface causing the reported technical error. When the adhesive plaster was removed, the ventilator passed the pre-use check. No parts were replaced and the ventilator was returned to service. The ventilator logs were downloaded a long time after the reported event, and therefore the logs does not contain information about ventilator settings, set alarm limits or generated patient related alarms. However, the technical logs confirms that alarm regarding low sound level during start-up had been generated on (B)(6) 2014, this date is considered to be the date of event. Our conclusion with the available information is that there is no indication of a ventilator malfunction at the time of event, or that the ventilator contributed to the death of the patient. The reported technical alarm at the time was caused by an adhesive tape. The technical error is a start-up error code and its display implies that the ventilator had been turned off and turned on again prior to the discovery. With info available, it is most probable that the loudspeaker was covered with the adhesive tape plaster to reduce the alarm noise. Therefore the discovery that the pt was dead and the technical error was being displayed are not related.